Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During a pulmonary vein isolation to treat an atrial fibrillation, a faradrive steerable sheath was selected for use. Preparation of sheath was done normally, except that the dilator was not wetted before inserting into the sheath. The catheter was introduced and exchanged into the left atrium. The farawave was inserted into the sheath and the sheath was aspirated and air was cleared. The ablation was completed and the farawave was exchanged with the non-bsc catheter. The faradrive sheath was aspirated and cleared of air without the non-bsc catheter inserted. Once the non-bsc catheter was inserted, the sheath could not be cleared of air. The sheath was removed from the body and the case proceeded using a non-bsc sheath that was already in the body. The device is not expected to be returned as it was disposed.